Event description:
A nurse reported that the laser embedded in the system did not work during a vitrectomy procedure. The system was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample has been received, but has not yet been evaluated. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4)